Event description:
It was reported that during an unknown surgery, could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent 2/11/2026. D4 batch #582d00. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device visual analysis of the returned sample determined that one psee60a device was returned with the anvil bent upwards and with a gst60w reload no loaded on the device. The reload was received unfired. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 582d00, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished #psee60a, with lot/batch #a9811j, and no non-conformances were identified.